Event description:
It was reported by the patient that she had several episodes of semi-paralysis, spots on her brain, and recent memory loss. The patient has not used the spinal cord stimulation (scs) for over a year due to inadequate stimulation, however, imaging will be taken.